Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Investigation results: device evaluated by MFR: the gladiator elite device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon pinhole was identified located approximately 12mm distal of the proximal markerband. The rated burst pressure for this device as per specification is 24 atmospheres. A visual and tactile examination found the shaft of the device to be kinked at more than one location. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. This concludes the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the gladiator device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: boston scientific concludes the most probable root cause as adverse event related to patient condition based on both the results of product analysis and there being no reported device interaction/damage or issue until the second inflation was attempted at the over 50% stenosed lesion site. This would suggest that procedural factors such as patient anatomy/lesion characteristics most probably contributed to the balloon pinhole.

Event description:
It was reported that a balloon rupture occurred. The 58% stenosed target lesion was located in the mildly tortuous and moderately calcified subclavian artery. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the first pressure expansion of the lesion, a pressure of 16 atmospheres was applied and the balloon expanded normally while maintaining the pressure. During the second expansion of the lesion, a pressure of 10 atmospheres was applied but the balloon failed to maintain the pressure. Immediately, the pressure was released, and the balloon was removed. The procedure was completed with another of the same device. There were no patient complications as a result of this event.